Event description:
Change in high pacing thresholds and impedance were observed during a routine follow-up. The physician will continue to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.